Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the infusion set had bent cannula. Customer's blood glucose level was 26 mmol/l to 27 mmol/l which was treated with manual injections,. The customer reported that the symptoms related to the high blood glucose levels included vomiting and being sick. Troubleshooting was performed. The infusion set will not be returned for analysis. Additional device related incident: infusion set ((B)(4)).